Manufacturer narrative:
The return of the device is anticipated. However device has not yet been received.

Event description:
Hcp reported that after the hearing aid came back from repair in march 2023, the patient heard static and a loud sound in the left hearing aid. Following the event the patient has experienced a decrease in hearing, vertigo and tinnitus in left ear. The patient saw an ent on (B)(6) 2023 and was prescribed oral steroids. The patient has discontinued the use of the hearing aids and returned them to hcp. This is an initial report. Investigation is ongoing. Supplemental reports will be submitted upon availability of further information.

Manufacturer narrative:
The service order which preceded the incident was entered in march 2023. The device diagnostic codes identify the issues as too weak output response and distorted sound. Moisture (sweat) exposure was noted by diagnosing team, as well as a clogged microphone. The electronics, housing, receiver, and dome were replaced in service. The unit was tested to release criteria on march 13, 2023 and passed. The device has been discarded and will not be available for analysis.

Manufacturer narrative:
August 3, 2023 the hcp has confirmed that the hearing aids were checked at the clinic before they were mailed to the patient. No further information about the current state of the patient could be obtained. This is the final report. The manufacturer will conduct further assessment if new information becomes available.